Manufacturer narrative:
Problem code 1504 captures the reportable issue of balloon pinhole. Investigation results visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole found over the ro marker in the distal section. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with biliary duct dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the three balloons were attempted to be inflated; however, there were small pinholes noticed under visual guidance when the balloons were pulled into the duodenum. The procedure was completed with a fourth hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with biliary duct dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the three balloons were attempted to be inflated; however, there were small pinholes noticed under visual guidance when the balloons were pulled into the duodenum. The procedure was completed with a fourth hurricane rx dilation balloon. There were no patient complications reported as a result of this event.